Event description:
Important ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The user facility performs service of their ventilators by themselves and did not request any service. It has not been communicated if any parts were replaced. The evaluation of provided device logs confirms the reported event. The logs showed that the ventilator alarmed for low o2 concentration on the reported event date. Alarms for low o2 concentration are generated when the o2 concentration becomes lower than the lower alarm limit which is set value -5 vol%. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use checks prior and after the reported event were passed without remarks. Since no part was returned for investigation, the root cause of the alarms for low o2 concentration has not been determined.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for low o2 concentration during patient treatment. There was no patient harm. (B)(4).